Event description:
It was reported that clinical staff noticed that a pt ECG flat lined and observed that the pt tubing had come apart by a green piece which attaches to the pt. The staff bagged the pt and restored the pt's heart rhythm (defibrillated). They determined that the pt had coded about 5 seconds after the pt hosing had disconnected. The ventilator did not alarm to alert the staff that the pt hosing was disconnected, the alarm setting was set to 15 seconds. No permanent pt injury resulted.

Manufacturer narrative:
The biomed of the hospital verified that the device alarms functioned correctly. The ventilator was continuously used to ventilate the pt after the reported event. Additionally the device error log analysis showed no technical problem since five years. It can be concluded that the ventilator performed as designed in case of a pt disconnection.